Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2022 and a suture was used. During use, suture breaking. A new suture from a different lot was used to complete the case with no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested however not received. Attempts have been made to obtain the device, not received to date. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Procedure name and date? Event date? Lot number? Device return status? Additional information: suture breaking. Multiples out of same lot number. No additional information was given. Contact additional information. No additional contact information. Event additional information. Occurred during surgery. Procedure was successfully completed. No revision surgery. Hospital informed me they have three boxes of prolene suture breaking. All from the same lot. Suture breaking. Each suture pulled from the same lot would break. Pull a suture from another lot and no issues. Patient additional information. No patient consequences. Confirmed with hospital. Patient additional information. No harm to the patient. No patient information was given. Note: events reported on mw# 2210968-2022-04722, mw# 2210968-2022-04723. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/19/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 component code: g07002 - no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: three open boxes with twelve unopened samples of product were returned for evaluation. Visual and functional test were performed on the retuned device. A visual inspection was performed on samples, no defects were found on the packages. The packets were opened, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Note: events reported on mw# 2210968-2022-04722, mw# 2210968-2022-04723, mw# 2210968-2022-04724.